Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. After the instrument was replaced at 14:00, the surgery went smoothly . No patient consequences reported. No further information is available.